Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer's blood glucose level was 8.3 mmol/l. No further details given.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.